Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles, two curved openings. A leak test was performed and found two openings. A microscopic analysis of the returned device identified: a curved sharp opening on orientation line bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness within specification) and a curved striated opening on posterior side assessed as surgical damage. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening. A curved striated opening assessed as surgical damage.

Event description:
Additional information received noted "the initial expansion still allowed a quality expansion and a breast implant could be implanted."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported that "deterioration of the shell of the expander" was observed upon explant of the device. Side was not specified.

Event description:
The affected side was noted to be the right side.